Manufacturer narrative:
The investigation has been completed. A device history record review was completed, it was confirmed that there was no abnormality in manufacturing process and the device met specifications. The root cause could not be conclusively determined. Probable causes that could have lead to the reported event include that it was due to the failure of the power supply unit.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed, caused by a faulty power supply not igniting. No other issues were observed during the device inspection. The user facility reported that the issue occurred before the procedure. There was no delay and the procedure was completed using the same device. No patient harm was reported. The device was serviced and returned to the user facility. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the spare lamp light was illuminated and they could not turn on the main lamp. No patient injury was reported. No additional information has been obtained.